Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation in 2008, that a corflo cubby low profile gastrostomy device was used during a percutaneous endoscopic gastrostomy (peg) procedure. According to the complainant, 10 days following placement of the device, the button of the locking adapter became damaged. As a result, leakage occurred between the adapter and the feeding tube. Procedure completed with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.